Manufacturer narrative:
Per the clinic, the internal magnet was explanted on (B)(6) 2019. The fixture remains insitu. This report is submitted september 20, 2019.

Manufacturer narrative:
This report is submitted on sep 9, 2019.

Event description:
Per the clinic, the patient has experienced skin breakdown at the magnet site. The implant remains in-situ.